Event description:
It was reported that shortly following the implant procedure, a threshold increase in the left ventricular (lv) lead was observed, which resulted in loss of resynchronization. Diagnostic imaging was performed which confirmed the both the right ventricular (rv) and lv leads were dislodged. The physician elected to reposition the lv and rv leads to resolve the event and the patient was stable with no additional consequences.